Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 109 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer also reports to have a badly scratched display screen. No further info provided.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Unit had minor scratched display window, scratched case, cracked belt clip clot, scratched reservoir tube window, cracked reservoir tube lip and scratched keypad overlay.